Event description:
On 7/23/1999, after transport and while moving a male pt in his 80s onto a stretcher at the hosp, the unit started analyzing and charged up even though they didn't press the analyze button. They chose not to shock and turned the unit off. The customer admits that they may have bumped the unit, but wants it checked out anyway. They analyzed 9 times on the way to the hosp, but got a "no shock indicated". Pt outcome is unknown because the hosp took over pt care, but the customer assumes the pt was pronounced. On 8/24/1999, co received a printout of the incident. At the time the unit charged by itself, a treatable rhythm could have been from pt treatment or movement, or actual pt ECG.